Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The implantable pulse generator (ipg) system was explanted. A temporary pacing system was used until a single chamber pacemaker system was implanted later. No further patient complications have been reported as a result of this event.